Event description:
Reporter rec'd several er1 message and retested each time, rec'd a result but cannot recall the actual value. Meter memory results: 159, 155, 141, 153, 158, 145, 146, 138, 146, 148.